Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title "long-term outcomes after echocardiography versus fluoroscopy-guided left atrial appendage closure: is there still a role for a simplified approach?"

Event description:
The article, "long-term outcomes after echocardiography versus fluoroscopy-guided left atrial appendage closure: is there still a role for a simplified approach", was reviewed. The article presented a retrospective, single center study on to assess the feasibility, safety, and efficacy of fluoroscopic (fg) left atrial appendage closure (laac) in comparison with echocardiographic guidance (eg) procedures. Devices included in the study were watchman, watchman flx, amplatzer cardiac plug, amplatzer amulet, lambre, and ultrasept. The article concluded that laac with fluoroscopy guidance alone is equally safe and leads to similar clinical outcome compared to laac with additional echocardiography guidance. [The primary and corresponding author was thomas gilhofer, department of cardiology, university heart center, university hospital zurich, raemistrasse 100, 8091 zurich, switzerland, with corresponding email: thomas.gilhofer@usz.ch]. The time frame of the study was from june 2010 to august 2022. A total of 536 patients were included in the study, of which 69.6% received an abbott device (amulet = 48.9%, acp/cardiac plug = 20.7%). The average age was 76.7 years and the majority gender was male. Comorbidities included dyslipidemia, arterial hypertension, diabetes mellitus, active nicotine use, alcohol use, kidney disease, liver disease, prior all cause stroke (ischemic, hemorrhagic), transient ischemic attack, history of coronary artery disease, prior myocardial infarction, prior percutaneous coronary intervention, prior coronary artery bypass graft, cerebrovascular disease, atrial fibrillation, atrial flutter, high risk of bleeding, history of falls, rejection of oral anticoagulant therapy, history of vka/doac therapy.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including dyslipidemia, arterial hypertension, diabetes mellitus, active nicotine use, alcohol use, kidney disease, liver disease, prior all cause stroke (ischemic, hemorrhagic), transient ischemic attack, history of coronary artery disease, prior myocardial infarction, prior percutaneous coronary intervention, prior coronary artery bypass graft, cerebrovascular disease, atrial fibrillation, atrial flutter, high risk of bleeding, history of falls, rejection of oral anticoagulant therapy and history of vka/doac therapy. Some of the complications reported were patient death, surgical intervention (surgical bailout), unexpected medical intervention (transcatheter bailout, CPR), stroke, pericardial tamponade (pericardial effusion, cardiac tamponade), renal failure, bleeding and device embolization. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title "long-term outcomes after echocardiography versus fluoroscopy-guided left atrial appendage closure: is there still a role for a simplified approach?"

Event description:
N/a.